Event description:
It was reported that at 2 year post surgery follow-up, a broken screw was identified by x-ray. Construct was l2-l4. Right l2 screw is broken.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a.